Event description:
It was reported that the patient presented in clinic with sudden decrease in r-wave sensing amplitudes and increase in capture thresholds. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.